Event description:
The patient presented with a cadd pump that had been malfunctioning for more than three hours. The cadd pump was not delivering any 5fu at all. The patient presented to emergency department for assistance in getting the pump restarted. The cadd pump displayed the notification "no disposable pump won't run" and was beeping nonstop. Pump was restarted and the display "no disposable pump won't run" continued. After review of the cadd manual the cassette was unlocked and relocked into place and after a few attempts the pump was able to be restarted. The patient was advised to go to the infusion clinic as soon as it reopened. No settings were changed on pump.